Manufacturer narrative:
The device history record for the lot reported was reviewed and no issues were observed. The product was manufactured, tested and released in compliance with manufacturing procedures. All units are inspected 100% prior to release. The sample was not returned for evaluation as the valve was left in the patient's eye. Without a sample available for evaluation we are unable to verify the cause of the issue reported.

Event description:
Patient had flat anterior chamber day one postop with iop measuring 10 but vary soft indicating overfiltration. Tube in good position without wound leak.